Manufacturer narrative:
Evaluation summary: two devices (a-b) were returned with the nose open as the nose weld was noted to be insufficient, no functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch records were reviewed and no anomalies were noted during the manufacturing process. Device b information: batch # c5g393. Expiration date: 10/2006. Manufacturing date: 11/2011.

Event description:
It was reported that during a lap hernia procedure, there were jammed staples. Took new instrument. There was no patient consequence.